Manufacturer narrative:
Investigation summary: bd received 15 samples for investigation. These samples underwent functional tests using 10 tubes per needle to assess the device's functionality. All the samples passed the tests, showing no evidence of damage to the product or leakage during the draw. Additionally, the samples were subjected to further functional tests to evaluate retraction lockout. All samples passed these tests as well, with proper activation and no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage after injection/blood/urine collection. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using six bd vacutainer® push button blood collection set, blood pooled into the hub, then when needle was retracted, blood leaked everywhere. No patient or user impact reported.